Event description:
It was reported that the pt experienced a recurrent infection of the pump and catheter. At the pt's refill visit in 2009, it was noted that the low back incision was swollen with drainage. The pump and catheter were removed 6 days later after an implant duration of 1.6 months. The pump contained baclofen 2000 mcg/ml at a dose of 499.4 mcg/day. The pt had not been back for post-operative visits; there were no details on the pt's recovery. The hcp was considering reimplant in 6 months if the pt should so choose. Please see also MFR's report #: 3004209178200900279 for previous issues.